Event description:
The customer reported that during a pm, they had batteries fail with a precharge failure error message displayed.

Manufacturer narrative:
The ge svc rep replaced batteries and coupler found bad during pm. System is functional as intended.